Event description:
Attorney advised patient fell in a parking lot and sustained a comminuted intracondylar/supracondylar fracture of the right distal femur with communication into the joint. Patient underwent orif with 9 hole liss plate and 7 locking screws. While being transferred to bed after a physical therapy session, patient experienced pain and a popping sensation. X-rays showed screw pull out proximally with the most proximal portion of the fracture displaced in the intracondylar portion. Distal portion of the plate remained well fixed to the femur. Patient was returned to the or for removal.

Manufacturer narrative:
Additional information has been requested. Manufacture site and manufacture date cannot be determined without a lot number. This information cannot be determined without a catalog number. Investigation could not be concluded, no conclusion could be drawn. Product was not returned and no catalog number or lot number was provided. Manufacturing records could not be reviewed without a lot number.